Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The tech found the head sensor link was disconnected. He reconnected the sensor which resolved the issue.